Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2016-10512, 1221934-2016-10513 and 1221934-2016-10514.

Event description:
The sales rep reported via phone that during an acl meniscal procedure the second implant got stuck on the end of the needle and would not come off of the customers meniscal deployment gun. The sales rep stated that this happened twice. The surgeon opened a new gun and the surgeon could not squeeze the grey trigger. The case could not be completed and the surgeon performed a meniscectomy instead. The sales rep stated that there was a twenty minute delay in the case. The device is not being returned as it was discarded.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).